Event description:
While wearing the external equipment, the patient reportedly experienced a lack of progress and intermittent lock between the external equipment and the cochlear implant. On december 05, 2006, the patient was seen by by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.